Manufacturer narrative:
One picture was provided for evaluation however based on the digital image it is not possible to confirm the reported issue. Since the physical sample has not been received for evaluation the reported issue could not be confirmed. The device history record file was reviewed and no discrepancies were found according to the issue reported. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness at this time. The current process is running according to product specifications meeting quality acceptance criteria. If the physical sample or additional information is received at a later date, the investigation will be reopened and updated as needed. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that on (B)(6) 2020, a new silicone ngt tube was inserted. On (B)(6) 2020, they had noted that milk was flowing very slow and there was difficulty to give ngt feeding. On (B)(6) 2020, the silicone ngt tube was removed and they noticed a kink at about 15 cm near the end of tube. There was no patient injury.